Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneyrysm and vessel morpholgy are unk. It was reported that currently the stent graft migrated and folded over itself. The physician elected to explant the stent graft. Medtronic has not received the explanted stent graft.

Event description:
Medtronic received the explanted stent graft and its evaluation has been completed. The device was explanted during surgical conversion due to a ruptured aneurysm, secondary to graft migration. It was reported that the patient presented to the emergency room with lower left back pain 1 year post implant, and was found by mra to have no obvious endoleak or rupture. However, it was noted that the endograft may have migrated distally a few millimeters. Angulation of the graft at its bifurcation was observed, and minimal increase in aneurysm size was noted, all indicating some degree of loss of the proximal seal. The patient requested discharge, but emergently returned to the emergency room later that smae day (after complaining of more significant back pain) and was found to have a ruptured aneurysm, and successfully converted to open repair. Implant and follow-ups prior to this event did not report any endoleaks. No explant observations related to the location or integrity of the endograft were reported, and the proximal neck anatomical measurements were not provided at implant or at follow-up. From the examination of the graft, the exact cause of the ruptured aneurysm secondary to graft migration cannot be determined. A 30 to 40 degree angulation of both limbs to the main body was observed. Additionally, a 90-degree graft kink was found on the graft main body at ring 3, outside the seal zone.

Manufacturer narrative:
Evaluation code results: 317 patient's condition affected effectiveness of device (loss of proximal seal). Evaluation codes, conclusion: 50 device failure/lack of effectiveness related to patient condition (loss of proximal seal).